Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, it was found that the balloon had already ruptured before it could be inflated. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, it was found that the balloon had already ruptured before it could be inflated. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.